Manufacturer narrative:
Date rec¿d by MFR : 05/15/2019. Failure analysis on the retuned blower assembly shows that the blower assembly passed all testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 24jan2019. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported blower issue. The manufacturer¿s international service technician replaced the blower assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of ¿check vent error 1122¿ in the error history, there was no patient involvement. The event date was not specified; estimate used.